Manufacturer narrative:
This is 10/13 emdr reports. The device is not available to the manufacturer.

Event description:
In a retrospective multicenter observational cohort study, conducted to determine safety and efficacy of the surpass streamline (ss) for intracranial aneurysms treatment (a population of cases with predominantly wide-necked small and medium-sized aneurysms)- a total of 277 patients with 314 aneurysms were treated between january 2018 and june 2021. 3 cases had vessel dissection intraprocedural (cases were asymptomatic), 2 cases had reported vessel spasm intraprocedural (cases were asymptomatic) and 1 case had vessel perforation intraprocedural. 7 cases had major ipsilateral ischemic stroke within 6 months, 15 cases had minor ipsilateral ischemic stroke within 6 months and 3 cases had target aneurysm rupture/sah within 6 months. After 6 months to 12 months follow up 6 cases had significant (>50%) parent vessel stenosis, 8 cases had target aneurysm retreatment and 10 cases had in-stent thrombosis. No further information is available. There is no definitive evidence in the article to conclude or deny that the adverse events were related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any. Therefore, this report addresses all events of vessel dissection, vessel spasm, vessel perforation, major and minor ipsilateral ischemic stroke, target aneurysm rupture/sah, parent vessel stenosis, target aneurysm retreatment and in-stent thrombosis covered within this literature source.

Manufacturer narrative:
This is 10/13 emdr reports. Although the DHR(device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The device was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported event of 'patient vessel dissection', 'patient vasospasm serious', 'patient vessel perforation', 'patient stroke', 'patient aneurysm rupture', 'patient parent vessel stenosis', 'patient aneurysm recanalization requiring treatment', 'vessel thrombosis', and 'patient intracranial hemorrhage' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
In a retrospective multicenter observational cohort study, conducted to determine safety and efficacy of the surpass streamline (ss) for intracranial aneurysms treatment (a population of cases with predominantly wide-necked small and medium-sized aneurysms)- a total of 277 patients with 314 aneurysms were treated between (B)(6) 2018 and (B)(6) 2021. 3 cases had vessel dissection intraprocedural (cases were asymptomatic), 2 cases had reported vessel spasm intraprocedural (cases were asymptomatic) and 1 case had vessel perforation intraprocedural. 7 cases had major ipsilateral ischemic stroke within 6 months, 15 cases had minor ipsilateral ischemic stroke within 6 months and 3 cases had target aneurysm rupture/sah within 6 months. After 6 months to 12 months follow up 6 cases had significant (>50%) parent vessel stenosis, 8 cases had target aneurysm retreatment and 10 cases had in-stent thrombosis. No further information is available. There is no definitive evidence in the article to conclude or deny that the adverse events were related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any. Therefore, this report addresses all events of vessel dissection, vessel spasm, vessel perforation, major and minor ipsilateral ischemic stroke, target aneurysm rupture/sah, parent vessel stenosis, target aneurysm retreatment and in-stent thrombosis covered within this literature source.